Manufacturer narrative:
No evaluation has been performed as confirmation has not been provided by the site to have a medtronic representative perform a system checkout and evaluation. No parts were returned to the manufacturer for evaluation. Site did not confirm service.

Event description:
A medtronic representative reported that during spinal fusion procedure, when the umbilical cord was unplugged the battery levels on the imaging system were depleting rapidly after the system had been plugged in overnight. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.